Event description:
New information received notes that the physician suspected microdislodgement of the lead due to the implant under unusual patient anatomy to be the cause of the issue. It was alleged that the dislodgement would not be seen on imaging. This resulted in a prolonged surgical revision.

Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular lead. The lead was explanted and replaced on may 28, 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing thresholds. As received, a partial lead was returned in two pieces. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the helix could be fully extended and retracted by applying torque to the inner coil. The full helix extension length was measured within specification. The reported event of high pacing thresholds was not confirmed. Electrical discontinuities and internal shorting were due to procedural damage.